Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed alleged failure: found brown cardboard debris in container. Probable root cause: manufacturing/assembly/ service error, incorrect or inadequate packaging, severe shipping conditions, user error. The reported failure mode will be monitored for future reoccurrence  manufacture date is not known.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material in the sterile packaging.